Manufacturer narrative:
Additional information related to reprocessing steps was unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal scope¿s angulation malfunctioned. The large angulation knob was unusable. It is unknown when the issue occurred. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material and the air/water flow was normal after the nozzle was removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the angle wire was detached, the insertion tube boot was torn, the distal end plastic cover was dented and scratched, the light guide lens cracked, the nozzle was clogged with foreign material and the adhesive was removed, there was an issue with the bending section cover glue, the scope connector contact pin was deformed and exposed, the labeling was fading, switch 1 had a hole and switch 3 was cut, there was play of the control knob movement, the objective lens had a tiny chip and old glue, and the air/water supply flow was normal after the nozzle was removed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.